Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colostomy takedown, while in the colon, the anvil disengaged and fell into the patient¿s cavity. The anvil was retrieved and the device was fired with no issues. There was no patient injury.